Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 12.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an increase in capture threshold and pacing lead impedance were observed. No visual anomaly noted on fluoroscopy. Lead was capped, and replaced. Patient condition was stable.